Event description:
Patient presented to the physician with flipping of the ipg within the pocket, causing discomfort and posing a potential risk of injury. Patient reported experiencing pain at the site prior to the ipg flipping. Physician brought the patient into the operating room, placed the ipg in a tyrx pouch, re-sutured, and closed. The revision surgery addressed the risk, and the issue is now resolved.